Event description:
Treatment of a small aneurysm measuring 12mm x 6mm located in the cavernous segment of the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.50mm x 16mm) would not come off the capture coil. It would not plump and would only resheath. The pipeline was removed from the patient and the procedure was aborted due to hematoma in the groin area. The patient was reported to be doing well and the procedure will be rescheduled.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).